Event description:
Treatment of a small aneurysm measuring 3mm. The patient had narrow vessels. The patient underwent coiling embolization treatment on (B)(6) 2014. During the procedure, it was reported the physician was not able to detach the axium implant coil with the instant detacher. The manual method (via breaking of the hypotube, an alternative detachment method presented in the instructions for use) was also attempted, but without success. The physician then attempted to remove the implant coil, but it detached as it was pulled back 1cm into the echelon microcatheter. The coil was successfully implanted by pushing it into the target location with the pushwire. The same issue occurred with another axium coil and it was also successfully implanted by pushing it into the target located with the pushwire. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2014-00477.

Manufacturer narrative:
The pusher assembly was returned for evaluation without the instant detacher and the implant coil. The implant coil was implanted in the patient. The evaluation could not determine the cause of the event; however, the pusher assembly was found broken at approximately 7.5cm from the proximal end and likely led to the detachment of the implant coil. All devices are 100% inspected for damages and irregularities during manufacture.(B)(4).